Event description:
The managing healthcare provider (hcp) reported that fluid was leaking from the patient¿s back incision when pressed on the back. The patient developed drainage from spinal incision. The patient went to the emergency room (ER) on (B)(6) 2015. On (B)(6) 2015 the pump and catheter were explanted by the neurosurgeon due to the patient leaking spinal fluid. Per the hcp the cause of the fluid leak was poor post-op healing, post op site. The catheter issue was reported to be csf leak. The csf fluid analyzed and was contaminated. The patient was hospitalized from (B)(6) 2015 .the severity was indicated as severe. The patient was on IV antibiotics at home. The patient recovered without sequelae and without permanent impairment. The pump was used to deliver prialt.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).